Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-11800, birdbeak, batch 26776, was received for evaluation. Visual inspection noted that the tip was fractured. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-related factors, such as prying and leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
On 28-jan-2026, it was reported by a sales representative via (B)(4) that an ar-11800 birdbeak tip was broken off. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.